Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was alleged that the infusion device was delivering an inaccurate amount of insulin. The patient experienced elevated blood glucose levels. The blood glucose result was 560 mg/dl and the patient went to the hospital. The patient had symptoms of dry mouth, water ingestion, urge to urinate, and eye pain. The patient was treated with insulin at the hospital. The blood glucose result at the hospital was not provided. The patient was at the hospital for a "couple" of hours. The infusion device was requested to be returned for product evaluation.